Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 after successfully completing a trial phase with nalu. During the trial the patient reported reduction of pain from 10/10 down to 2/10 and agreed to move forward with the permanent system. Trial and permanent systems both targeted the medial branch nerve at the l4 vertebral body and were intended to treat back pain. After activating the permanent system, the patient reported not achieving desired pain relief and requested to have it removed. Patient was offered troubleshooting to improve therapy, patient refused troubleshooting and remained adamant on system removal. A full system explant was performed on (B)(6) 2024 and the explanted components were discarded by the medical facility.

Manufacturer narrative:
It is common for nalu systems to require reprogramming and adjustment after healing from the implant surgery so that optimal pain relief can be achieved. Patient was offered reprogramming and refused. There is no indication of any issue with the system itself, however there is no imaging or other diagnostic data available due to patient refusing troubleshooting. The system is not available to the firm for testing and the cause of patient dissatisfaction is unknown.